Manufacturer narrative:
Device evaluation: four (4) smiths medical cadd extension sets were returned for analysis in new condition with their original closed packaging. Visual inspection of the samples showed no discrepancies. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing involved connecting the samples to an adapter and they were tested using a syringe with water to detect any leak. During the test, no leaks were detected. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. A random sample of thirty-two (32) units were taken from the manufacturing process for a visual inspection and no discrepancies were found. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the patient noticed blood in the smiths medical cadd extension set while showering. The patient reported that she suspected a leak at the filter and that the line was not disconnected at the time of the event. No adverse effects were reported.